Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) was 650 mg/dl. Customer declined tandem technical support¿s offer to troubleshoot or to provide further information.